Event description:
It was reported that sheath fluid sprayed outside of instrument with a bd lsrfortessa¿. The following information was provided by the initial reporter: it was reported that there is a fluidic leak behind the sample probe. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? Yes. When a tube is installed the sample tube empties and the sample is squirted out of the back of the sample probe assembly. 4) what was the fluid that leaked? Unknown. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No. 8) where did the physical contact of fluid occur? On gloves. 9) what personal protective equipment was being used during the occurance? Gloves lab coat. 10) was there any impact to patient samples due to leak? No. 11) was customer/bd personnel harmed/injured? No. 12) what is the current medical status? N/a. Customer problem: fluidic leak behind sample probe. The leak happens when they load their tubes in run. The tube immediately empty and the fluid comes out from behind the sample probe assy steps taken with customer/troubleshooting: none. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Additionally, on 2020-10-01 the fse provided the following additional information: the leaking fluid was sheath.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of a leak around the sip/sit of waste without bleach and not contained within the instrument was due both a clogged waste line and a retainer nut not tightened. Both the dcm and waste tubing line is used to help aspirate waste to the waste tank, but any clogs, cracks or air leaks will contribute to a sip leak. The fse (field service engineer) confirmed the issues and cleared the clog in the tubing, as well as retightened the retaining nut. After the repair of the instrument was tested and was performing normally, with no leak reoccurring leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste. Handling recommendations and information can be found in safety guide 647248 and the fluidics section of the user¿s guide, p/n 644832. After the repair, the instrument was rebooted, tested and functioning as expected. No parts were requested for evaluation as there were not parts replaced. The safety risk level is catastrophic, s5, however there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath fluid sprayed outside of instrument with a bd lsrfortessa¿. The following information was provided by the initial reporter: it was reported that there is a fluidic leak behind the sample probe. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Yes. When a tube is installed the sample tube empties and the sample is squirted out of the back of the sample probe assembly. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach?. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? On gloves. What personal protective equipment was being used during the occurence? Gloves lab coat. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. What is the current medical status? N/a. Customer problem: fluidic leak behind sample probe. The leak happens when they load their tubes in run. The tube immediately empty and the fluid comes out from behind the sample probe assy steps taken with customer/troubleshooting: none. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Additionally, on 2020-10-01 the fse provided the following additional information: the leaking fluid was sheath.